Manufacturer narrative:
Full UDI# : (B)(4). The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic low anterior resection - "a couple of times, the device indicated that the sealcycle was complete, after which the tissue was still bleeding." Patient status: "ok."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Engineering performed visual and functional testing on the device. Upon inspection, engineering noted blood and eschar buildup on the jaws and in the blade channel of the device. Additionally, a review of the device log indicated there were no inconsistent seal cycle readings during the procedure. After testing the device during their evaluation, engineering determined the device performance met its intended specifications and requirements. The root cause of the incident could not be determined as engineering was unable to replicate the incident. Although the root cause could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. Additional information was requested and provided. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.